Manufacturer narrative:
The package insert states "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw broke in the patient's mandible. The broken screw was removed, nothing was retained in the patient. There was no surgical delay and the surgery was completed, however he was unable to confirm if another screw or wire was used to complete the procedure.